Event description:
The caller reported via phone call that the insulin pump was damaged. The insulin pump had a cracks around the battery lid's casing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with corroded battery tube and battery cap contact. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.